Event description:
It was reported that subsequent to the implant of a protegen sling in 1997, the patient was injured and damaged, and the device was removed in 1999. The device was not returned for evaluation.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced chronic fever, vaginal dryness, discomfort, occasional bleeding after intercourse, incontinence, numbness, foul-smelling urine. The device was repaired, not explanted, in 3/1999.